Event description:
It was reported that the surgeon commenced acl procedure and had harvested the hamstring when they realized there was excess fluid in the lower leg. A fasciotomy was performed and the patient was then taken to recovery. The acl procedure will have to be performed at a later date. Pump was set at a flow of 100 percent and pressure of 40mmhg. Date of initial surgery: (B)(6) 2012. Date of second surgery to be scheduled.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested/is expected for evaluation but has not yet been received. The cause of the event could not be determined from the information available and without device evaluation. The potential cause(s) of this event will be communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted. Device not yet returned from facility.